Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
According to the clinician, the incision site was confirmed to have closed however she is unsure what the patient did and the site reopened and the device popped out. Should additional information be received, this file will be updated.